Event description:
It was reported that the device is heating up during inspection prior to use. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The original reported event, handpiece heat, was confirmed. Based on the tech service report and inspection by stryker foreign subsidiary in (B)(4), a service technician observed that the unit heats up and produces excessive noise while operating. Upon disassembly the tech found a seized eccentric bearing, which was identified as the primary root cause, and the output shaft assembly. Based on the risk documentation and cases with a similar reported event, overheating can be the result of a bearing failure, and an output shaft assembly failure can cause overheating. Device was repaired and returned to the customer after passing the final inspection.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device is heating up during inspection prior to use. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.